Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(6) +19.5d) was explanted due to the doctor observing a scratch on the optic. Another lal (sn (B)(6) +20.0d) was implanted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site reported that a light adjustable lens (lal, sn (B)(6), +19.5d) was explanted due to the doctor observing a scratch on the optic. Another lal (sn (B)(6), +20.0d) was implanted. The treating physician stated that the patient was doing well post-op. The return process for the explanted lens has been initiated; however, rxsight has not received the lens yet. Manufacturer reference (B)(4).